Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for ventricular tachycardia (vt) or supraventricular tachycardia (svt). It was noted pr logic determined dual tachycardia and the wavelet did not withhold therapy. The physician suspected the rhythm was svt with rapid ventricular response (rvr) and was concerned the patient would not receive therapy for true vt/ventricular fibrillation (vf), therefore, the physician reprogrammed the cardiac resynchronization therapy defibrillator (crt-d) to extend the vt nid and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.